Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. Insulation damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the noise on the rv lead resulted in inappropriate anti-tachycardia pacing (atp) being delivered to the patient. Technical support reviewed the remote records from the time of the event. It was determined that the device correctly diagnosed the noise. However, because the telemetry channel was opened to send the remote record at the time of the noise episode, the device was unable to inhibit the atp due to the device programming while in open telemetry session. No intervention has been performed at this time. The patient was stable and will continue to be monitored.